Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. In addition, the patient experienced phrenic nerve stimulation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. In addition, the patient experienced phrenic nerve stimulation. Additional information received indicates that the lead was explanted. No additional adverse patient effects were reported.